Event description:
The end user facility contacted olympus to report a repair request for a damaged cord on their camera head. The reported damage has been reported not to have occurred during any procedure. During evaluation and inspection of the returned subject device, switch 2 was found not to be working. This MDR is being submitted due to the finding found during evaluation and inspection. No patient or user harm has been reported.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed. The malfunctioning switch was also confirmed; a faulty charge-coupled device unit was discovered. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated h4, h6 and h10 fields. The g2 field was corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image is no longer displayed due to a charged coupled device (ccd) failure. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.